Event description:
Medtronic received a report that a pipeline flex with shield technology stent middle segment failed to open. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, blister, left ophthalmic carotid artery aneurysm with a max diameter of 1.5 mm and a 2 mm neck diameter. The landing zone arterial diameter was 3.5 mm distally and 5.2 mm proximally. It was noted the patient's vessel tortuosity was severe. Femoral artery access vessel diameter was 6.5 mm. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as patient continues with left ophthalmic carotid artery aneurysm. During the flow diverter implantation procedure, it was observed that the middle segment of the device did not open properly. Resistance was not perceived when advancing the device and following the steps indicated in the IFU. Three recapture attempts were made to reposition it, but the middle segment persisted without deploying. It was decided to remove the microcatheter with the device. The pipeline was resheathed and removed with the microcatheter. Since no other replacement flux diverter was available, the procedure had to be suspended at that time. No damage was observed to the guidewire. No patient symptoms or complications were associated with this event. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was positioned in a bend and was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. Ancillary devices included 6fr cook pod sheath.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0615-1s (lot: 230869941). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.